Manufacturer narrative:
(B)(4). This lead was still in pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead had perforated into the heart wall. A pericardial window was done as a surgical intervention. This lead was never in service. No additional adverse patient effects were reported.